Manufacturer narrative:
The subject device was evaluated by distributor/servier that provided the analysis used by olympus investigator in the closed investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the customer allegation of an abnormal image was confirmed and was found to be due to damage on the charge-coupled device unit. Additionally, a noise in the image also occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that during preparation for use, the deflectable videoscope displayed an abnormal image. It was later found that during the device evaluation performed by a third-party distributor, a damaged charge-coupled device component unit was identified as damaged and causing a noisy image. There were no reports of patient harm associated with this event.